Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high impedance and high capture threshold was noted on the right ventricular (rv) lead. Technical support was contacted additional information was requested but not yet received. The patient was in stable condition.

Event description:
During follow-up, high impedance and high capture threshold was noted on the right ventricular (rv) lead. Technical support was contacted and the rv lead remains implanted and reprogramming was performed to resolve the issue. The patient was in stable condition.